Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the stapler was applied on the stomach tissue on the second firing, the device¿s jaw locked on the tissue. It was stated that the reload finished firing and the knife returned to the starting point so the surgeon slowly pulled the tissue out with a grasper. Once the instrument was removed out of the patient, the reporter unloaded the reload even the reload jaw was firmly closed. The device was removed from the adapter and re-attached and the stapler was re-booted to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was returned with the jaws closed. The lock ring was out of position. The reload was returned fully fired. The reload was disassembled and the knife laminates were found to be damaged. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the observed conditions may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was a misuse of the product which would have caused or contributed to the reported incident. The file was concluded to be a misuse by the end user with a secondary condition related to the reload. The secondary condition was related to a slight bowing condition of the knife bar laminates associated with laminate positioning within the reload. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.